Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant and developed capsular contracture. During a visual evaluation of the device, an area of shell abrasion was observed in the posterior view. Within the shell abrasion, a tear was observed, measuring approximately less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/19/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular comtracture baker grade ii, deflation. (B)(4). Note: initial reporter postal code is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction revision surgery with an unspecified saline breast implant experienced left sided deflation and capsular contracture baker grade ii post procedure. As a result, patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate profile saline breast implants on (B)(6) 2020.